Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During reprogramming of the device, in situ measurements revealed abnormal impedance. Reimplantation was performed on (B)(6) 2026.